Event description:
It was reported to medtronic minimed that the customer experienced occlusion, no delivery/occlusion alarm - unknown timing. The customer reported blood glucose value of 360 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer was doing her normal stuff document treatment for high bg: manual injection. The event involved product(s) unk_reservoir, mmt-1880l, unomedical. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. Customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. No further patient complications were reported. No product return is required for mmt-xxx. Mmt-1880l was requested and customer response was the device will be returned. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap locked properly into the reservoir compartment. Found no delivery alarms during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed no delivery alarms on the event date of 03/16/2024 at 00:16:00.000 to 22:03:42.000 during bolus, basal, and/or priming. Pump delivered 2 bolus deliveries on the event date of 03/16/2024 at 14:34:09.000 and 16:31:22.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, force sensor, and motor. Force sensor zero offset within specifications (23.1 mv). The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, label damage, and battery cap contact missing. Battery cap contact missing was confirmed during visual inspection. Unable to verify customer's complaint for high bg's. Moisture damage was confirmed found on no delivery alarm/occlusion alarm was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.